Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation as the user facility discarded the subject device. Since the lot number of the subject device could not be identified, the manufacturing record could not be reviewed. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during a therapeutic laparoscopic cholecystectomy procedure, the distal chip of the subject device fell off into the patient's body. The distal chip was reportedly retrieved from the patient's body during the procedure. The user facility conducted an inspection before the procedure, and the user facility was aware that the tube of the subject device was damaged, but the subject device was used in the procedure.